Manufacturer narrative:
No further follow up is planned. Evaluation summary a physician reported on behalf of a female patient that her humapen luxura hd device "did not release the correct dose and it required more force to inject insulin lispro." The patient experienced diabetic ketoacidosis. The investigation of the returned device (batch 1005g01, manufactured may 2010) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a physician who contacted the company to report a product complaint (pc) and adverse events, with additional information from the initial reporter, concerned an under 12 year old female patient of unknown origin medical history was reported as none. Concomitant medications included unspecified antibiotics for an unknown indication. The patient received insulin lispro (humalog) from a cartridge via reusable humapen luxura half dose (hd), for the treatment of type 1 diabetes mellitus. Dosage regimen, frequency and therapy start date were not reported. On an unknown date, her humapen luxura hd did not release the correct dose and it required more force to inject her insulin lispro dose (pc: (B)(4)/ lot number: 1005g01). In the morning of (B)(6) 2016, she was admitted to intensive care unit (ICU) with a diabetic ketoacidosis. There we no lab tests abnormalities. Information regarding corrective treatment, outcome of event, discharge date and insulin lispro status was unknown. The operator of the device and training status was unknown. The device model duration of use and the suspect device duration of use were not reported. The device was returned on 04mar2016, and no malfunction was found. The reporting physician did not provide an opinion of relatedness between the reported events and insulin lispro or the humapen luxura hd; however, considered that the lack of training or untrained staff on reusable pens, a risk factor that contributed to the reported event. Update 02mar2016: upon review, amended device causality and case priority. Update 03mar2016: additional information was received on 01mar2016 from the global product complaint database added the product complaint number (B)(4). The medwatch fields were updated for regulatory reporting. Update 03mar2016: additional information received on 02mar2016 from global product complaint database updated the lot number from a811847 to 1005g01 for product complaint (B)(4). The product tab for humapen luxura hd and the narrative were updated. Update 14apr2016: additional information received on 13apr2016 from the global product complaint database added the device specific safety summary, manufactured date or the device, and return date of the device; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 18apr2016: additional information was received from the initial reporter on 12apr2016. Narrative was updated accordingly reflecting concomitant medications, medical history and reporter relatedness opinion. Edit 19apr2016: upon review, erroneous characters were removed from the narrative for expedited reporting purposes. No new clinical information was received.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a physician who contacted the company to report a product complaint and adverse event, concerned a female patient, under (B)(6) of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (humalog) via reusable humapen luxura half dose (hd), for the treatment of type I diabetes mellitus. Dosage regimen, frequency and therapy start date were not reported. On an unknown date, her humapen luxura hd did not release the correct dose and it required more force to inject insulin lispro ((B)(4)/lot 1005g01). In the morning of (B)(6) 2016, she was admitted to intensive care unit (ICU) with a diabetic ketoacidosis. Information regarding corrective treatment, outcome of event and insulin lispro status was unknown. The operator of the device and training status was unknown. The device model duration of use and the suspect device duration of use were not reported. If device was returned, an evaluation would be performed. The reporting physician did not provide an opinion of relatedness between the reported events and insulin lispro or the device. Update (B)(6) 2016: upon review, amended device causality and case priority. Update 03-mar-2016: additional information received on (B)(6) 2016 from the global product complaint database added the product complaint number (B)(4). The medwatch fields were updated for regulatory reporting. Update 03-mar-2016: additional information received on (B)(6) 2016 from global product complaint database updated the lot number from a811847 to 1005g01 for product complaint (B)(4). The product tab for humapen luxura hd and the narrative were updated.